Manufacturer narrative:
The affected device was tested onsite by hospital¿s biomed engineer and the log file was secured for further analysis. A full functional test of the device performed during which no malfunction or deviation was found. The log file confirmed that the device alarmed for ¿device failure¿. The alarm was posted due to the safety software detecting implausible expiratory and inspiratory pressure measurement values. As a consequence, the alarm message "o2 measurement failed" was posted as gas was no longer being supplied. However, there is no indication of a technical malfunction in the log entries. Based on the log file and device analysis it was concluded that the ¿device failure¿ alarm was either caused by an issue in the breathing circuit. The device reacted as specified on implausible expiratory and inspiratory pressure measurement value with an accompanying alarm message and a pressure release of the pneumatic system. As a safety feature of the system, the safety software analyses and verifies proper function of the device. If the safety software detects a deviation concerning the pressure measurement system, the emergency-breathing valve would open to ambient allowing for spontaneous breathing. Audible alarms would be posted to inform the user about the problem. However, manual ventilation with an alternate device may be considered necessary. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device gave a device failure during use. Reportedly no patient injury occurred and the user swapped the ventilator. The device has no UDI as an UDI was not required at the time the device was manufactured.